Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the dilator for the vizigo dilator could not be inserted into the sheath. The hemostátic valve did not break. The dilator simply would not fit into it. It was almost as if it were the wrong size. The sheath was not being used on the patient and there were no adverse effects. They replaced the sheath and the issue was resolved. Procedure continued. There was no report of patient consequence. The inability to introduce the dilator into the sheath is most probably an indication of a hemostatic valve dislodgement. Therefore, this event was assessed as a MDR reportable hemostatic valve separation. The biosense webster, inc. Product analysis lab received the device for evaluation and it was identified on 6/3/2020 that the device was returned in the condition reported as the hemostatic valve was dislodged. The hemostatic valve being dislodged remains assessed as an MDR reportable issue.

Manufacturer narrative:
On 6/22/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that the dilator for the vizigo dilator could not be inserted into the sheath. The hemostátic valve did not break. The dilator simply would not fit into it. It was almost as if it were the wrong size. The sheath was not being used on the patient and there were no adverse effects. They replaced the sheath and the issue was resolved. Procedure continued. There was no report of patient consequence. Device evaluation details: during the first visual inspection, the hemostatic valve was found dislodged. In a second closer visual inspection, the friction ring and brim cap remained intact and not separated from hub; however, it was confirmed that the hemostatic valve dislodged. A manufacturing record evaluation was performed for the finished device 00001230 number, and no non-conformances related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. This unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).